Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 475cc mentor memorygel breast implant experienced spontaneous right sided rupture, local reaction, and pain post procedure. There was swelling, yellow liquid, and discomfort. As a result, explant and bilateral replacement with unspecified non-mentor implants was performed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction/rupture/pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on february 8, 2022 mentor became aware that an incorrect code was placed in h6 (health effect - clinical code) of the initial report submitted on february 1, 2022. E1402 reflecting breast pain was placed in error.